Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing pain and throbbing in her knee. Patient states that she was tested for metals and bone cement. Patient states that the results were high on the cement and nickel but the rest of the alloys were mild to moderate. Patient also states that she had x-rays.